Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they had hyperglycemia and diabetic ketoacidosis on was last (B)(6) 2020. Customer didn't remember exact date of hospitalization but was hospitalized for four days. Blood glucose at the time of incidence was not reported. Customer declined troubleshooting for high blood glucose event. The customer was treated high blood glucose with intravenous insulin drip and insulin pump. Customer did not mention using the auto mode feature. The insulin pump will not be returned for analysis.